Manufacturer narrative:
(B)(4). Damaged handle, lockout; anti back up failure. Evaluation summary: the analysis results for the er420 instrument found that it was returned with the handle seam open, and with one clip jammed between the top shroud and the jaws. The clip was removed and the instrument was cycled and did not feed the remaining clip. The instrument was disassembled and the antibackup teeth were noted to be worn out and the lockout posts were found to be broken. An investigation has been initiated to address the root cause of the lockout issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during cholecystectomy the lever could not move before it finished the first firing. Another device was used to complete the case. There was no adverse consequence to the patient.